Event description:
One day post index procedure, the patient experienced a non q-wave myocardial infarction (mi) related to the target vessel. One month post index procedure, the patient experienced angina requiring re-hospitalization and observation. The patient recovered. In 2004, the patient had a 3.0 x 18mm bx sonic stent implanted at 16 atms. There was 90% stenosis. The type b2 obtuse marginal (om) lesion was pre-dilated at 10 atms. The lesion was not post-dilated. Final timi flow was grade iii.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.